Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 3/7/2025, an FDA medwatch notification was received via email. A facility representative reported that two ar-8990st fibertak dx sutures had issues during the procedure. The first fibertak dx suture broke, and the second would not seat. There was no adverse effect on the patient. This was discovered during a right ankle arthroscopy with extensive debridement, keloid scar revision right lateral ankle, secondary repair right anterior talofibular ligament, and secondary repair of the right calcaneofibular ligament procedure in (B)(6) of 2025. Additional information was requested on 3/28/2025.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.